Event description:
It was reported to boston scientific corporation that during a spaceoar vue implant, the injection needle was bent due to high angle and difficult approach. The procedure was done under general anesthesia and was ultimately aborted due to patient unfavorable anatomy. No adverse patient effects were reported.